Event description:
Related manufacturer reference number: 2017865-2021-39787, related manufacturer reference number: 2017865-2021-39790, related manufacturer reference number: 2017865-2021-39792. It was reported that the patient presented for explant of the implantable cardioverter defibrillator, right atrial, and two right ventricular leads, due to bacteremia. Transesophageal echocardiogram showed probable lead vegetations. The were no patient complications. Further information was requested but not received.

Manufacturer narrative:
A device history record review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and interrogation of the device revealed it was above eri when received. The cause of infection could not be traced to the device.